Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Pt's medication was changed on several occasions based on meter results. Pt's therapeutic range: 2.0-3.0 inr.